Event description:
It was reported to philips that the ac power module was making a strange noise. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ac power module. Customer resolution and conclusion based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The ac power module was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.